Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. The device passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. The unit was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. The blood glucose reading was 343 mg/dl. She stated the blood glucose was high because she drank a soda and that she treated with manual injection. She could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Nothing further was reported.